Manufacturer narrative:
B5: information added.

Event description:
It was reported that a cardiac perforation and a pericardial effusion (pe) occurred requiring surgical intervention. The procedure was aborted. A concomitant atrial fibrillation ablation using farapulse and left atrial appendage (laa) closure procedure was being performed. A very small 0.75cm pe was noted prior to the procedure. Transseptal was performed and faradrive sheath was utilized. After the completion of the ablation during the watchman portion of the procedure, a watchman fxd double curve access system (was) was advanced to the left atrium (la) and a pigtail catheter was advanced into what was thought to be the laa under intracardiac echocardiogram (ice). A cardiac anesthesiologist then came into perform a transesophageal echocardiogram (tee) and it was then seen the pigtail catheter was actually located in the pulmonary vein. The pigtail catheter was then moved to the laa and a contrast injection performed. The laa had a posterior chicken wing morphology with adequate depth in the inferior lobe, and a sizable transverse sinus space with thin limbus tissue separation. A 24mm watchman flx pro closure device and delivery system (wds) was inserted and the physician deployed the device within the laa and it appeared uncompressed. The physician quickly recaptured the wds and tried to reposition the device, yet the flx ball of the wds had the appearance of being attached to the tissue. At this point, the physician did not realize the wds was in the pericardial space since the limbus tissue was very thin. The physician redeployed the wds with the same uncompressed result. Finally the imager was able to locate the wds on tee and it was agreed it was in the transverse sinus space. The wds was recaptured and removed, and on tee the pe was noted to be enlarging. The was was retreated to the right atrium (ra). Heparin was reversed with protamine, and the patient{change}s blood pressure initially decreased but was supported by anesthesia. Emergent pericardiocentesis was performed with placement of a pericardial drain, and autotransfusion was utilized. The patient was transferred to the operating room, where surgical left atrial appendage ligation was performed. The patient was admitted to the hospital and was recovering in the intensive care unit (ICU). The patient is expected to make a full recovery. It was further reported the pe was located in the tranverse sinus space, and the cardiac perforation was seen within the laa. The patient made a full recovery and was discharged within seven (7) days.

Event description:
It was reported that a cardiac perforation and a pericardial effusion (pe) occurred requiring surgical intervention. The procedure was aborted. A concomitant atrial fibrillation ablation using farapulse and left atrial appendage (laa) closure procedure was being performed. A very small 0.75cm pe was noted prior to the procedure. Transseptal was performed and faradrive sheath was utilized. After the completion of the ablation during the watchman portion of the procedure, a watchman fxd double curve access system (was) was advanced to the left atrium (la) and a pigtail catheter was advanced into what was thought to be the laa under intracardiac echocardiogram (ice). A cardiac anesthesiologist then came into perform a transesophageal echocardiogram (tee) and it was then seen the pigtail catheter was actually located in the pulmonary vein. The pigtail catheter was then moved to the laa and a contrast injection performed. The laa had a posterior chicken wing morphology with adequate depth in the inferior lobe, and a sizable transverse sinus space with thin limbus tissue separation. A 24mm watchman flx pro closure device and delivery system (wds) was inserted and the physician deployed the device within the laa and it appeared uncompressed. The physician quickly recaptured the wds and tried to reposition the device, yet the flx ball of the wds had the appearance of being attached to the tissue. At this point, the physician did not realize the wds was in the pericardial space since the limbus tissue was very thin. The physician redeployed the wds with the same uncompressed result. Finally the imager was able to locate the wds on tee and it was agreed it was in the transverse sinus space. The wds was recaptured and removed, and on tee the pe was noted to be enlarging. The was was retreated to the right atrium (ra). Heparin was reversed with protamine, and the patients blood pressure initially decreased but was supported by anesthesia. Emergent pericardiocentesis was performed with placement of a pericardial drain, and autotransfusion was utilized. The patient was transferred to the operating room, where surgical left atrial appendage ligation was performed. The patient was admitted to the hospital and was recovering in the intensive care unit (ICU). The patient is expected to make a full recovery.

Event description:
It was reported that a cardiac perforation and a pericardial effusion (pe) occurred requiring surgical intervention. The procedure was aborted. A concomitant atrial fibrillation ablation using farapulse and left atrial appendage (laa) closure procedure was being performed. A very small 0.75cm pe was noted prior to the procedure. Transseptal was performed and faradrive sheath was utilized. After the completion of the ablation during the watchman portion of the procedure, a watchman fxd double curve access system (was) was advanced to the left atrium (la) and a pigtail catheter was advanced into what was thought to be the laa under intracardiac echocardiogram (ice). A cardiac anesthesiologist then came into perform a transesophageal echocardiogram (tee) and it was then seen the pigtail catheter was actually located in the pulmonary vein. The pigtail catheter was then moved to the laa and a contrast injection performed. The laa had a posterior chicken wing morphology with adequate depth in the inferior lobe, and a sizable transverse sinus space with thin limbus tissue separation. A 24mm watchman flx pro closure device and delivery system (wds) was inserted and the physician deployed the device within the laa and it appeared uncompressed. The physician quickly recaptured the wds and tried to reposition the device, yet the flx ball of the wds had the appearance of being attached to the tissue. At this point, the physician did not realize the wds was in the pericardial space since the limbus tissue was very thin. The physician redeployed the wds with the same uncompressed result. Finally, the imager was able to locate the wds on tee and it was agreed it was in the transverse sinus space. The wds was recaptured and removed, and on tee the pe was noted to be enlarging. The was retreated to the right atrium (ra). Heparin was reversed with protamine, and the patient{change}s blood pressure initially decreased but was supported by anesthesia. Emergent pericardiocentesis was performed with placement of a pericardial drain, and autotransfusion was utilized. The patient was transferred to the operating room, where surgical left atrial appendage ligation was performed. The patient was admitted to the hospital and was recovering in the intensive care unit (ICU). The patient is expected to make a full recovery. It was further reported the pe was located in the tranverse sinus space, and the cardiac perforation was seen within the laa. The patient made a full recovery and was discharged within seven (7) days.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part#: m635wu60240, batch#: 0037702309. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformance's that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) (additional device required), hypotension, and perforation (surgical intervention, blood transfusion, hospitalization, intensive care, medication required). Risk review: a risk review was completed and confirmed that the events of pericardial effusion (pe), hypotension, and perforation were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.